Event description:
It was reported that during a coronary artery bypass graft, the clip could not completely hold the vein when the clip was fired. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.